Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description: tubing leaking. Detailed inquiry description: blood tubing leaking by y-site.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two photographs of the IV set and one photograph of the blister packaging were provided for evaluation. Upon evaluation of the provided evidence, blood leakage at the bonded joint between the tubing and the bottom of the filter housing was observed. The reported issue was confirmed. Five retains from the reported lot number were tested and passed per specification. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. The most probable root cause was determined to be due to operator error during the manual solvent application process of the product. It appears that insufficient solvent was applied to the tubing during the bonding process. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.